Event description:
This product sold by (B)(4) as a generic head replacement for the oral b automatic tooth line up has a flaw in it's design. The back end contains a hole which sucks in your gum and cuts it by the toothbrush's vibration motion. This product should be reviewed and recalled as it is not safe. Purchase date: (B)(6) 2013. I plan on bringing the product back to the store and returning.